Event description:
It was reported that a large volume folfusor did not flow. This occurred after filling with fluorouracil and natrium folinate and before patient connection. The reporter stated that all of the solution remained inside of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13d013 was manufactured between april 4, 2013 - april 5, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.